Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a minimum fill notification occurred with multiple cartridges during the load sequence. The customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer's blood glucose level.